Event description:
Contact reported that during insertion the monarch screw broke. The patient was reported to have had very hard bone. Attempts to remove the broken screw shaft from the bone were not successful. Burring equipment may also have caused burn injury. Case finished by fusing ajacent level to assure stability. As surgical intervention and a delay in surgery resulted, an MDR is being filed to document this event.